Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the reported event by the customer. The evaluation uncovered that the olympus lamp life meter is reading over 500+ hours, lamp life is expired. Additionally, the scope socket condition was ok, the main power switch was up to date. Also the fan was running ok and the air pressure tested ok. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparations to use the evis exera iii xenon light source, a error code came up that relates to video processor and the failure mainly happened when the colonoscopy scopes are plugged into light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, b30 error is an error that occurs when there is a communication failure between the scope, the light source, and the processor. Since the error was not reproduced after the power was turned off, it is likely that dust, dirt, and dust had adhered to the scope connector connection. It is assumed that this caused a poor communication and, as a result, a b30 error occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.